Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that the pump vibration was not working when the alarm occurred. There was no reported impact to blood glucose. Reportedly, customer had an alternate pump for insulin therapy.

Manufacturer narrative:
(B)(4).